Manufacturer narrative:
The lead is a part of a complex pacing system making it very difficult to determine if the pacing inhibition was due to lead malfunction, patient condition, patient anatomy, or if the device had reached the end of it's life as it was implanted for over 10 years. No conclusions can be drawn since the device was not returned for analysis.

Event description:
It was reported that lv pacing inhibition was observed. The lv lead was capped and replaced.

Manufacturer narrative:
Original MDR 2183787-2016-00008 contained the wrong device information. This follow-up report contains the correct information which has no effect on the outcome of the initial MDR investigation.